Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. Customer was initially changed his battery then the set. Then when he was attempting to bolus the alarm occurred. Customer's blood glucose was 525 mg/dl. Troubleshooting was performed. Customer had the device during an ultrasound. Customer was able to complete the rewind sequence and prime. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.